Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-03206-1 / 04445).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, inflammation, bursitis, tissue deterioration, and limited mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's operative report indicates that the revision procedure that took place on (B)(6) 2014 noted effusion due to metal debris during the revision procedure. Operative report also noted the revision of the acetabular cup due to minimal bone ingrowth.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel further reported patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, inflammation, bursitis, tissue deterioration, and limited mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.